Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was 108 mg/dl. The customer was advised to clear the weak battery with the escape and act button. The customer was advised that the use of other battery brands or type may result in reduced battery life. The customer stated that they used (B)(4). The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.